Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while attempting to load the pod coil into the lantern. It was reported that the pod pusher wire was halfway through the introducer sheath when this occurred. The pod coil was re-sheathed and the lantern was flushed before the physician attempted to re-advance the coil. Upon re-advancement, resistance was encountered in the same area. Therefore, the pod coil was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.